Manufacturer narrative:
A getinge field service technician (fst) will be send onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043267.

Event description:
The event occurred in china during startup of the device before surgery. It was reported that the hl20 rpm displayed the error message: ad-conv. No harm to any person has been reported. According to the hl20 service manual the error message ad conv indicates that the analogue digital memory is faulty. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 rpm displayed the error message: ad-conv. The issue was observed during startup of the device before surgery. No harm to any person has been reported. According to the hl20 service manual the error message: ad conv indicates that the analogue digital memory is faulty. A getinge field service technician (fst) was sent for investigation and repair. The motor control board (rpm) was found to be defective and need to be replaced. A similar case was already investigated by the getinge life cycle engineering. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore the most probable root cause was determined as a defective component in the motor control board. The review of the non-conformities has been performed on 2025-07-15 for the period of 2022-07-28 to 2025-07-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-07-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: ad-conv" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.